Event description:
It was reported that: first case of the day, at the beginning of the case, the pt was being ventilatred via a mask, and the machine was in manual mode with the apl valve closed. The user noted fresh gas flow from the machine; however, it did not appear to be reaching the pt. The user removed the breathng circuit, occluded the elbow, depressed the flush button, and noted a positive pressure build up within the breathing circuit reaching as high as 80 cmh2o. However, the user did not feel any pressure on their thumb or pressure release when the user removed their thumb. The user engaged mechanical ventilation; however, the ventilator was noted to cycle, but the bellows did not collapse. The user removed a filter and the elbow on the breathing circuit and the symptom was still noted. The machine was replaced to complete the case. No pt injury reported.